Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone with concentration 15.0 mg/ml at a dose rate of 0.091 mg/day via an implantable pump as of (B)(6) 2016 for non-malignant pain, chronic low back pain, and lumbar radiculopathy. It was reported that as per an hcp the patient¿s pump was having intermittent motor stalls and motor stall recoveries since (B)(6) 2016. The first motor stall was on (B)(6) 2016 at 01:11. The patient had a low grade fever and was not feeling well. There was no electromagnetic interference (emi) or magnetic interaction with the pump. A motor stall was seen at initial interrogation. The cause of the motor stall was unknown. As per the pump¿s log, the following occurred: motor stall occurred on (B)(6) 2016 at 00:11 motor stall recovery occurred on (B)(6) 2016 at 18:14 motor stall occurred on (B)(6) 2016 at 20:24 motor stall recovery occurred on (B)(6) 2016 at 18:13 motor stall occurred on (B)(6) 2016 at 23:19 motor stall recovery occurred on (B)(6) 2016 at 16:50 motor stall occurred on (B)(6) 2016 at 20:34 motor stall recovery occurred on (B)(6) 2016 at 21:19 motor stall occurred on (B)(6) 2016:47 motor stall recovery occurred on (B)(6) 2016 at 03:28 the pump was replaced on (B)(6) 2016 and was returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified corrosion/wear/lubrication on the pump motor gear train. Analysis also found that the pump motor stalled due to shaft-bearing. Eval code-conclusion will be updated, and a supplemental report will be sent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.